Manufacturer narrative:
Device evaluation: one photo was received of device and eight new unused devices received from the same lot. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found no damages or anomalies with the device. Functional testing performed with no leaks observed at the needle during or after removal of the vacutainer. The customer reported complaint was confirmed through the received photo but could not be replicated during testing of the device from the same lot. The used sample would need to be returned to complete a comprehensive failure investigation. The probable cause could not be determined.

Event description:
It was reported that there was blood overflowing from the part of the needle that was inside of the vacutainer (that punctured the vials), which then caused the blood to overflow onto the tubes itself. There was no delay in therapy. There was no medication used with this product. There were no patient harm or adverse events reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.